Event description:
The dental lab reported that the zirconia abutment fractured in the patient's mouth.

Manufacturer narrative:
One fractured zirconia was returned. The fracture will not allow the use of the abutment, therefore rendering the abutment as non-functional. The complaint is confirmed. The lot number for the abutment was not provided and therefore a device history record review could not be completed. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.